Event description:
During a semi-annual inspection of the device, a 3rd party biomed observed that the device would not charge about 5 joules. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control advised the biomed to remove the device's top cover and select a higher energy level. If while charging, the large dump resistor on the transfer relay assembly gets hot, it is an indication that the "dump relay" on the transfer relay assembly is shorted, not allowing the energy to reach the main capacitor. Physio-control provided the biomed with the part number and ordering information for a replacement transfer relay assembly. The biomed later indicated that due to the age of the unit and costs associated with the repair, the device has been retired and removed from service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.